Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Initial reporter: (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. It was noted that there was moisture behind the display screen.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06-mar-2018 with the following findings: during investigation, moisture was observed under the display lens. Unrelated to the original complaint, the battery compartment was cracked from the threads to the case seal left of the grip pad. A leak was found in the battery compartment. The pump was opened to find moisture on all internal components.